Event description:
Doctor reported that the abutment ilpc341u fractured by the screw part inside the implant and was removed. A new implant has been placed.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. E1: reporter name: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b2. Outcomes attributed to adverse event. B4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) ilpc341u, (certain low profile one-piece abutment 3.4mm(d) x 1mm(h)) for evaluation. Visual evaluation was performed; a fracture has been identified at the threads. Device history record (DHR) review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the ilpc341u dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental: functional: fracture: screw based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician incorrectly engages abutment screw into implant. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the threads. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.